Event description:
Device generated a result of "lo" (< 10 mg/dl), without having first applied blood, or control solution, to the testy strip. Pt's blood glucose was not affected and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.